Event description:
Dealer states footplate keeps loosening up and dropping. No injury reported. Conferenced with (B)(4) in tech support who recommended the dealer add one or two more of washers to tighten up the assembly. Dealer hung up before being transferred to complaint team. No additional information available.